Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient had diarrhea, was vomiting, dehydrated, delirious, combative and had a migraine. The patient took zofran twice to stop vomiting and maxalt for her migraine but the symptoms did not subside. Her insulin pump was displaying 200 mg/dl. Her son came home that night and paramedics called. Her bg fingerstick was 550 mg/dl and she was in diabetic ketoacidosis (dka). She was taken to the emergency room and admitted to the intensive care unit (ICU) until (B)(6) 2024. While in the hospital the patient was treated with insulin, IV, potassium drips and blood pressure medication. After being in the ICU, the patient was transferred to a regular room. At the time of the report, the patient was feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). D10 concomitant medical device - additional. H2 additional information.